Event description:
When going to untangle tubing from IV pole, cadd tubing broke off y-site connection where narcotic meets saline line. This happened as I was untangling, was not found this way upon entering room. Manufacturer response for cadd tubing, (brand not provided) (per site reporter) defect sample retrieved. ICU medical representative contacted, RMA and mailer requested. Smiths file additional request form smiths medical complaint file (B)(4).